Event description:
It was reported that the port for the wand cable was broken during use and that no back-up device was available. It is unknown if/how the procedure was completed. No patient injury or other complications were reported.

Manufacturer narrative:
Add'l info: visual inspection revealed the wand connector has detached from the front panel and fallen inside the subject controller. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process after the detached wand connector was retrieved from inside the subject controller and connected to a known good wand. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint was verified and the root cause was determined to be wear and tear over time. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: 1. Twisting or forcing the connector while plugging the device into the subject controller. 2. Wear and tear due to repeatedly connecting concomitant devices to the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.